Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had possible under delivery. The experienced high blood glucose of 254 mg/dl which was treated with insulin pump. The customer was assisted trouble shoot. The reservoir had air bubble which was successfully removed. No harm requiring medical intervention was reported. The insulin pump will not be returned for further analysis.